Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. While advancing a 2.50 x 12mm promus premier select stent inside a guide catheter a stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination of the stent found that the proximal portion of the stent was damaged with stent struts bunched distally and overlapping. The crimped stent outer diameter at the time of manufacture was reviewed and was within specification. A visual and microscopic examination of the bumper tip showed signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found no issues along the midshaft, inner or outer lumen. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. While advancing a 2.50 x 12mm promus premier select stent inside a guide catheter a stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications reported.